Event description:
It as reported that, "patella clamp would not hold. Ratchet would not engage. Assistant was able to hold clamp while doctor reamed patella."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.